Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in a heart valve return kit jar, fully submerged in a cloudy 0.2% glutaraldehyde solution. The valve was discolored, showing evidence of blood contact. The valve was received in a compressed state. All leaflets exhibited signs of desiccation, creases, and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the delivery system. The leaflets were stiff yet slightly flexible. As received, all leaflets were open. All commissures were intact. Remnants of coagulated blood were observed throughout the valve. No damage was found on the frame. The valve was submerged in a warm (approximately 37 degrees celsius) saline bath to expand the frame. The valve was placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, the frame paddles were seated within the paddle attachment pockets. The capsule was advanced, covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted during this step of the loading process. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the reported event of infolding, the valve was deployed in a body temperature (approximately 37 degrees celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No anomalies were noted during the deployment simulation. Updated: d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID d-evprop34 (lot: 0012713087); product type: 0195-heart valves; implant date: non-implantable device product ID l-evprop34 (lot: unknown); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving a transcatheter aortic valve implantation, the valve was loaded into the delivery catheter system (dcs) and confirmed an acceptable load. Upon the deployment attempt, an infold in the valve frame was observed. The valve was recaptured into the dcs, withdrawn from the patient, and a new valve was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image review: three static images were provided for review. Fluoroscopic valve load inspection was performed; however, it is not possible to validate a good load with the image provided due to poor visibility therefore it is inconclusive. The reference image shows the characteristics of a good load. It was reported that during the implantation attempt an infold was evident. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. The patient¿s executive summary was not provided for anatomical review. Updated data: b5. Second paragraph added h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving a transcatheter aortic valve implantation, the valve was loaded into the delivery catheter system (dcs) and confirmed an acceptable load. Upon the deployment attempt, an infold in the valve frame was observed. The valve was recaptured into the dcs, withdrawn from the patient, and a new valve was successfully implanted. No patient complications have been reported as a result of this event. Additional information was received that a procedural delay occurred due to the time it took to reload a new valve.